Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a high out of range pacing impedance measurement of greater than 2000 ohms. A rise in pacing threshold outputs was noted as well. No micro-dislodgement or fracture was confirmed from the field. Surgical intervention was performed to surgically abandon this lead due to the pacing impedance issue and a replacement rv lead was successfully implanted. This lead is no longer in service. No additional adverse patient effects were reported.